Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. The pt was presented emergently with a contained rupture in the aneurysm due to a type ii endoleak, which was coming from an active lumbar artery. The physician elected to surgically convert the pt a conventional graft. The stent graft and its components were removed from the pt. No additional clinical sequelae were reported and the pt is fine. The stent graft was received and its analysis has been completed. A type ii endoleak (lumbar arteries) was identified via radiologic imaging and at explant as the source of the contained rupture. The type ii endoleak was also identified as part of the pt history. The stent graft had a long, very adherent proximal seaizone.